Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in a flood area while wearing the insulin pump; the device got wet and stopped working. No further details were provided, and no products were returned or replaced.